Event description:
A customer reported a secondary IV antibiotic back flowing into the primary bag. The customer stated the normal saline primary bag was on 1 hanger and the secondary antibiotic was hung above the primary bag. The nurse visualized the secondary bag infusing into the primary bag. The nurse added a second hanger to the primary bag and the secondary bag continued to infuse into primary bag. So the nurse hung new primary and secondary sets and new antibiotic and normal saline bags, and the infusion was completed. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted should the set be received for investigation.